Manufacturer narrative:
Correction: b5: one (1) empty intravia bag was reported to be leaking (previously reported as twelve (12) bags). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) 500 ml empty intravia containers leaked during shipping. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the reported lot number dr22e0431 is not a valid baxter lot number. E1: initial reporter address: (B)(6). D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.